Event description:
As reported on april 3, 2014, female pt of unk age had a nephrostomy tube removed and replaced due to a fracture and leakage on (B)(6) 2014. On (B)(6) 2014, the replacement drainage catheter was reported to be fractured and leaking. The drainage catheter was removed. There was no report of injury or harm to the pt. It was reported the device is not available for return to the manufacturer for evaluation as the device was disposed of by the user.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).